Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the DHR could not be completed for the part/lot combination. If the lot number can be confirmed, the DHR will be revisited. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure 100673626 no manufacturing record evaluation is required. Visual inspection: the driving cap/threaded was received at us customer quality (cq). Visual inspection of the received device showed the threaded distal tip broken and the broken tip of the driving cap was stuck in the mating device radiolucent insertion handle frn (part #: 03.033.001, lot #: 63p9260). No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: drawing: driving cap. Dimensional tolerances. Specified dimensions: groove. Shaft. Measured dimensions: groove = conforming. Shaft = conforming. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed. Connector for insertion handle. Dimensional tolerances. Complaint confirmed? Yes. Conclusion: the complaint condition was confirmed for the driving cap/threaded. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the driving cap/threaded broke off of the insertion handle. It was found in sterile processing. The set was about to be put back together and noticed that the tip was broken off of the impactor. Then it was seen in the handle and noticed that the tip was in the handle. There is no patient and procedure involvement.

Manufacturer narrative:
Event occurred on an unknown date in 2021. Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the driving cap broke off in the insertion handle. The issue was found during decontamination. It is unknown if the instrument was damaged during a procedure. There is no further information available. This report is for one (1) driving cap/threaded. This is report 1 of 2 for (B)(4).